Manufacturer narrative:
The device with lot number 1456783 was received on 03/aug/2015. Analysis results: brown particles were observed on the outer surface of the implant. Creases were observed on the outer surface of the implant. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "bodily injury...suffering, mental anguish, disability, disfigurement, and loss of the capacity for the enjoyment of life [¿]" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: potential adverse events that may occur with saline-filled breast implant surgery include: reoperation, pain, wrinkling, asymmetry, implant palpability/visibility, implant removal, capsular contracture, changes in nipple and breast sensation, implant displacement/migration, implant deflation, scarring, infection, hematoma/seroma, breastfeeding complications, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy.

Event description:
Company representative reported "[breast is] hard," "patient suffered bodily injury and resulting pain and suffering, mental anguish, disability, disfigurement, and loss of the capacity for the enjoyment of life [¿]. The losses are permanent or continuing in nature, and [patient] will suffer them in the future." This record is for the right side." The device has been explanted. This medwatch is for the right side. See MFR # 9617229-2017-00584 for the left side.